Event description:
Female resident started slipping out of the sling, not wearing her shoes. The caregiver was able to help her to the floor, thereby preventing a fall; no injuries were reported.

Manufacturer narrative:
The product involved was not returned to medibo for testing and no pictures were received to base the investigation on, since no deficiencies were claimed on the lift itself. An on-site test of the lift by an arjo tech was performed and all functions conformed to product specifications. No clear indication was provided by the customer as to why the resident slipped. Customer believes that a stronger sling is needed, however there were no deficiencies reported on the sling condition. The "strength" of medibo slings does not have an impact on their safety or supporting function. In response to that, the arjo investigator suggested that instead of different slings, passive lifting was becoming necessary based on the investigator's assessment of the pt; this was also communicated on a previous site visit in 2008. Previous investigative simulations were found to be relevant as they described that when a person is lifted with an active sling, they cannot drop out of the sling if the product labeling is followed with regards to lifting procedures, making sure the sling stays in place. The sling's chest fixation strap is meant to keep the person in place, even if they can no longer support their own weight. Due to these findings, we can state that the labeling was not followed; this can typically be ascribed to a lack in the knowledge of the device labeling or to simple oversight. From the above findings, medibo cannot come to a corrective action, other than to strongly suggest a retraining of the staff at the facility of the device labeling, with special attention to correct lifting procedures and pt assessment before transfer. (B)(6) complaint handling identifier.